Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report #s 1627487-2011-00604, 00606 and 00607. The pt received an scs system for rsd of the right arm including an ipg, two percutaneous leads and two lead extensions from different lots. It was reported that the pt feels discomfort when pressing over the ipg site and experiences heating of the ipg pocket when the device is charging. She also alleges feeling stimulation in her left arm. In addition, it was reported that the pt experiences a burning sensation along the length of her lead, pain in both of her legs and headaches when her stimulation is not in use. A diagnostic test revealed either low or invalid impedance readings for her lead contacts. Effective pain coverage was captured via reprogramming; however, this situation will continue to be monitored.